Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 506 mg/dl and 442 mg/dl. The customer reported that the insulin pump was receiving no delivery alarm. The customer performed fixed prime and found that the insulin exited and reported that the alarm occur during manual prime. The issue was resolved by changing complete set. The insulin pump will not be returned for analysis.